Manufacturer narrative:
Report inconclusive. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff. We will continue to track and trend this complaint type. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a bur snapped while being used in a procedure. The broken piece was retrieved from the patient. It was also reported that the patient was alive with no injury. Upon follow up, it was reported that there was a 20-minute delay due to the use of another blade which caused prolonged anesthetic use. It was confirmed that the incident did not cause any long term harm to the patient and the surgery was completed with no other non-routine activities.

Manufacturer narrative:
Report confirmed. Evaluation determined that the tool was returned used and fractured. The tool was received in two pieces and small fragments from the fracture were missing. It was noted through microscopic evaluation that the fracture location is consistent with cracks initiated from impact or surface defect. It was also noted that discoloration was present on the stem in the form of dark circumferential bands relative to location of bearings near tang end of the tool. The likely cause was identified as a combination of the tool making contact with material harder than bone and vibration from lack of bearings supporting the tool adequately. The tool geometry was optimized for dissecting bone and is less effective on materials much harder than bone. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.